Manufacturer narrative:
The quality investigation is complete.

Event description:
Per medwatch report, it was reported that during a procedure, the blade broke at the mount. All the blade pieces were removed from the wound. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.